Event description:
It was reported that the patient developed a seroma at the lumbar incision site and the ipg site. The patient experienced a burning sensation. A diagnostic examination / palpation revealed fullness related to the implant procedure, and fluid was aspirated on (B)(6) 2012. The patient outcome was reported as resolved without sequela as of the same day.

Manufacturer narrative:
(B)(4). Lead: model 3778-45, serial# (B)(4), implanted: 2012 (B)(6), explanted: na; lead: model 3778-45, serial# (B)(4), implanted: 2012 (B)(6), explanted: na; extension: model 3708140, serial# (B)(4), implanted: 2012 (B)(6), explanted: na; extension: model 3708140, serial# (B)(4), implanted: 2012 (B)(6), explanted: na; programmer: model 37744, serial# (B)(4); recharger: model 37754, serial# (B)(4); anchor: model 3550-39, lot# n333766, implanted: 2012 (B)(6), explanted: na.